Event description:
Additional information was received from the surgeon who clarified the date of event and provided relevant measurements. Additionally, the surgeon informed that the event occurred 2 years after implantation, inducing a decrease in visual acuity. The patient's outcome was reported as resolved after the second surgery in 2015.

Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested but not received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported lens opacification on his right eye several years after an intraocular lens (iol) implant surgery. He experienced a sensation of mist located on the eye periphery on the left side at the top. The discomfort progressively increased and at the end of 2014 the vision was completely blurred. Several ophthalmologists have concluded an opacification of the iol in its mass. Another surgery to remove the iol was performed. Additional information has been requested but not received to date.